Manufacturer narrative:
(B)(4). We received one used (half filled) easypump ii lt 100-50-s without package. The received sample was taken to a visual inspection. In as-received condition the white clamp was closed and the patient connector was on the sample was closed. The original wing cap was not handed over by the customer. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). Further on, we detected no residues of the solution (liquid) respectively crystallized drug residues at the lla-cone of the patient connector. A functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while the pump did work (solution was running). A blocked sample (as described by the customer) could not be determined. The tested sample is in accordance with our requirements. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): "the infuser of 48 hours was placed on 04-11 with fluouracil teva 4120815, and when was removed on day (B)(6) it was verified that it perfused approximately half of the volume. The volume of the drug apparently did not show crystallization signals and the catheter was permeable and clamps opened."